Event description:
Product had variation in color which concerned the surgeon. Discused with rep who advised that this should not be a problem. However, if concerned, please return lot number, and use a different lot.